Event description:
Reportedly, during the implantation procedure on (B)(6) 2010, the physician heard a sound inside the device can while intending to connect the leads. The device was shacked and the sound was heard again. Leads were connected anyway, and since normal operations were observed, the device was implanted. On (B)(6) 2010, the device was interrogated again, and normal operations were confirmed.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Conclusions: review of mfg records did not reveal any anomaly. The root cause of the sound which was heard at implant remains unk and could not be determined without the device in hand. Nevertheless, if this sound is related to a foreign material moving inside the pacemaker can, it could affect the pacemaker operation. This case is recorded for trend purpose.